Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
I was reported that the customer experienced ongoing elevated blood glucose (bg) levels (240 mg/dl). Customer alleged the pump did not deliver correct amount of insulin when a 5 minute bolus was requested and delivered. Tandem technical support confirmed that boluses had been delivered successfully, however, customer maintained that the pump did not function properly. Reportedly, customer reverted to an alternate pump for insulin therapy and elevated bg values were resolved.